Manufacturer narrative:
The disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).

Event description:
It was reported a physician attempted to perform a novasure endometrial ablation on (B)(6) 2016. The physician seated the electrode array and the array quickly expanded to "4.5". The physician suspected a perforation and removed the device. "Approximately 1.5cm incision was made in the umbilicus and carried down to the peritoneum and entered. Fluid could be identified within the pelvis consistent with a suspected perforation. The perforation was repaired, procedure completed". Additionally, it was reported "the patient tolerated the procedure well".